Manufacturer narrative:
Unit was received with constant pump error 68, pump error 49, and pump error 23 after battery changes and a constant pump error 25 alarm during testing due to internal battery connector not plugged in properly. Unit was monitored for a day with no unexpected pump error 68, pump error 49, and pump error 23 after battery changes or no unexpected pump error 25 during testing. Unable to perform displacement test due to constant pump error 25 alarms. Unit was received with cracked case on battery tube area. Unit was received with cracked battery tube threads, scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, and severely peeled end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a long crack beginning from the top and along the length of the battery tube. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.